Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient came to see surgeon follow her left knee arthroplasty, x-rays showed a subsided tibial component. Patient has another knee on the right side also attune. Primary was put in (B)(6) 2015. When tibial component was removed without effort there was no cement interface with the component was almost as clean as when it was opened originally. Patient consequence? :yes. Patient consequence description:patient needed a revision knee do to her aspectic loosening of her tibial component which cause subsidence of the tibial component. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.